Event description:
Medtronic received information that this bioprosthetic valve was explanted after 16 months implant, due to regurgitation secondary to cuspal tear. The valve was replaced with a pericardial valve. No adverse pt effects have been reported.

Manufacturer narrative:
(B)(4) evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to bias wear and pt condition. Analysis: upon receipt at medtronic's quality laboratory, the stent posts were slightly distorted. All leaflets were slightly stiff but flexible. Large tears and abrasions through the free margin and lunula of all cusps appeared to be due to contact with the bias cloth along the stent posts. The left right and right non-coronary commissures were intact. Small tears on the non-coronary and left cusps along the non-coronary left commissure appeared to be associated with the explant process. Remnants of pannus were noted on the tissue and base stitching adjacent to the right and non-coronary cusps. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded that the cuspal tear was likely related to bias wear. Additionally, reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a pt related condition.